Manufacturer narrative:
(B)(4). Batch # r9270n. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. However, it is known from the history of the device that have the handle post broken may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was misfiring. It would shoot out a clip but not close/clamp it down. Case completed with another device of the same product code. There were no patient consequences reported.